Event description:
According to the available information combined treatment of a coralliform stone in the left kidney in a 41-year-old patient. The white cap on the metal needle becomes loose when it should normally be sealed.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.